Event description:
It was reported that there was no saline in the vial and salt deposition was present on the optic and the haptics of the lens. This issue occurred with 4 lenses. None of the 4 lenses was used. This report references lens 1 of 4. Reference MDR # 1313525-2015-00452 for lens 2 of 4, 131525-2015-00453 for lens 3 of 4, 1313525-2015-00454 for lens 4 of 4.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.